Event description:
Reporter stated that pt experienced a hypoglycemic event in 2007. Reporter indicated that emergency medical services were summoned and, upon their arrival, pt's blood glucose measured 19 mg/dl on a paramedics' meter. Pt's blood glucose was reportedly retested on the advantage system with a result of 119 mg/dl. Reporter stated that pt was treated, by paramedics, with an intravenous glucose solution and was transported to the hosp for additional treatment. Reporter did not provide any additional info about pt's diagnosis or treatment. Additionally, no info was provided about blood glucose results, if any, that were obtained on the advantage system prior to the hypoglycemic event. Reporter did not provide the location where the hypoglycemic event occurred. The suspect test strips were not returned to the MFR for eval.